Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing. Per the analysis interrogation report, a motor stall occurred on (B)(6) 2015 at 20:56 hours and recovered on (B)(6) 2015 at 06:27 hours. A second motor stall occurred on (B)(6)2015 at 13:13 hours; tube set on (B)(6) 2015 at 13:13 hours. The drug was listed as hydromorphone (5.0mg/ml, 2.9819mcg/day).

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (5 mg/ml at 2.7977 mg/day) via an implanted pump. The indication for use was non-malignant pain and complex regional pain syndrome type 1. The pump was interrogated and interrogation noted motor stall occurred and stopped pump period may exceed tube set. The patient had not had an MRI. The patient had withdrawal symptoms described as flu-like symptoms that came on suddenly. The pump was replaced. The name of the initial reporter, troubleshooting/diagnostics performed, the cause of the event, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.